Manufacturer narrative:
(B)(4). The field service engineer (fse) found that the software upload did not take and re-installed the software. All performed calibrations and testing were passed.

Event description:
It was reported that the ventilator became inoperative after the hospital biomedical engineer attempted to update the software. There is no reported patient involvement.